Event description:
Impedance readings>10,000 ohms was reported. The specific values were not provided. Only one side of the lead appeared out of range, however, the other part of the lead had a few out of range as well. A problem with the neurostimulator was also reported. The end of service (eos) / end of life (eol) message was displayed. It was recommended the neurostimulator be replaced. The manufacturer rep inquired if the impedance results could be influenced by the depleted neurostimulator. It was recommended impedances be tested intra-operatively, and the lead impedance be checked separately.